Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, during verification and validation testing, the re-installation of sonocal would not re-install the tool package automatically. There was no patient present when this issue was identified. No additional information was provided.